Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient's parent, the pediatric patient has experienced dermatitis since 2022 or 2023 (the reporter could not recall the exact date) while using the dexcom over patch. On approximately (B)(6) 2022, the patient experienced a skin reaction with itching, rash, redness, inflammation/swelling, and infection underneath the sensor pod area. The insertion site and date of the sensor is unknown. A diagnostic evaluation was reportedly performed to confirm dermatitis, including a skin test. The patient was prescribed topical creams including mometasone 0.1% and eucrisa 2% (she had already been using the same topical treatments at home). No photos or other details were documented. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.